Event description:
The customer's blood glucose was tested while he was at the doctor's office. The customer's meter read 351 mg/dl, while the doctor's meter read 155 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The test strips and meter are to be returned for evaluation. A new breeze2 meter kit was sent to the customer.